Manufacturer narrative:
(B)(4)

Event description:
It was reported by the physician that the generator had extruded through the patient¿s skin on (B)(6) 2016 and that he would be explanting the generator on (B)(6) 2016. It was noted the patient is so skinny that the physician will not be able to put a new generator underneath his pectorals as it may erode through that, too. The physician stated he may put a m103 in after the patient puts on some weight. It was later reported the patient underwent a generator replacement on (B)(6) 2016, indicating the physician had decided to refer the patient for re-implant. Review of the DHR for the generator confirmed sterilization prior to distribution. The explanted generator was received by the manufacturer on 12/05/2016. Generator analysis is expected; however, the analysis has not been completed to date.

Manufacturer narrative:
Device evaluated by MFR; corrected data and additional manufacturer narrative: this information was inadvertently incorrectly reported on the initial MFR. Report. Although the device analysis is expected, it is not expected the information received from the analysis will change the root cause of the patient's extrusion.

Event description:
It was further explained by the physician that he believed the extrusion occurred due to the patient's think skin. The physician noted the device had eroded through the muscle as well. The physician explained he does not think the patient picked at it because the protrusion was not at the incision site. Although analysis of the explanted generator is expected, it is not expected the outcome of the analysis will provide any additional information regarding the root cause of the extrusion.